Event description:
It was further reported that the catheter had burrs.

Manufacturer narrative:
H3: updated b5 to document catheter burrs.

Manufacturer narrative:
D3: updated. D9 - date returned to MFR: 30_apr-2026. H3 and h6 codes: updated. One sample was returned for evaluation. A review of the lot history revealed no nonconformities that could have contributed to the reported complaint. Visual inspection did not confirm the presence of burrs or any surface irregularities on the puncture catheter. The reported issue could not be linked to a specific cause, and the root cause could not be identified. It is not anticipated that the reported malfunction would result in interruption of therapy or serious injury.

Event description:
It was further reported that the catheter had burrs.

Manufacturer narrative:
No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was stated in the report that the doctor found black impurities on the puncture catheter. The customer also verbally complained that the connection between the 308000 indwelling needle catheter and the catheter is relatively loose and prone to falling off. There was no patient involvement.